Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient presented with a micro hyphema associated with elevated iop postoperatively. Per report, a postop examination revealed that the stents were inadvertently implanted one on top of the other. The surgeon conferred with glaukos medical monitor who reiterated the reported event. In addition, the medical monitor reported that the patient was on maximum therapy, and the surgeon planned to reevaluate the patient¿s iop for a possible anterior chamber washout if the iop remains uncontrolled. Additional treatment options were also discussed. Additional information has been requested.

Event description:
Through follow-up, the surgeon provided the following additional information. The patient underwent a right eye cataract plus stent procedure. The reported hyphema was characterized as grade 0 (no visible layering/micro-hyphema) and was associated with iop increase, prolonged corneal edema and relative afferent pupillary defect (rapd). The hyphema was treated with wound compression and the iop resolved with paracentesis and glaucoma medications. According to the surgeon, patient¿s use of eliquis and trabeculitis contributed to the ported hyphema. The patient was reported as ¿stable with guarded prognosis and the adverse event resolved with sequelae".

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Corneal edema and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received and the surgeon''s opinion, the root cause of the reported event was due to patient condition. MFR# reference: (B)(4).